Event description:
It is reported that a customer experienced high blood glucose of 408 mg/dl. The customer was informed that there could be many reasons for high blood glucose. Customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.